Event description:
During a laparoscopic thyroidectomy procedure, the blade of the device broke. The broken part of the blade was retrieved with tissue clamp. The generator displayed error code 5. Another like device was used to complete the procedure. There was no patient consequence.